Event description:
According to the reporter, during an open procedure, after stapling, the staples cannot stop the bleeding. The anal was bleeding at 8 o'clock and 11 o'clock position. To resolve the issue, suturing was performed. The procedure was extended for 30 minutes or more. There will be an additional operation to be performed to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemorrhoidectomy, after stapling, the staples cannot stop the bleeding. The anal was bleeding at 8 o'clock and 11 o'clock position. To resolve the issue, suturing was performed. The procedure was extended for 30 minutes or more. There will be an additional operation to be performed to correct the issue.